Manufacturer narrative:
The customer stopped using the analyzer. The field service engineer inspected the analyzer and the system reagent dispense was fine. Signs of sample clot and gel were found on the reservoir. The measuring cell and a nozzle were flushed. An instrument check was performed and the results were within specified limits. The investigation is ongoing.

Event description:
The initial reporter received questionable results for several assays tested on the cobas e 801 module. The reporter stated that the qcs had been erratic for elecsys estradiol iii and other assays. The reporter stated that this issue has been occurring intermittently for a year. The reporter reran the patient samples after noticing the qc recovery for the affected assays was out of range. The patient samples were rerun on another e 801. The reporter was able to provide one example of a questionable elecsys estradiol iii result. The initial result was reported outside of the laboratory. The initial result from the module was 41 pg/ml. The repeat result from the other module was 28 pg/ml. The repeat result was deemed correct.  The reagent lot number is 630079. The expiration date was requested but not provided.

Manufacturer narrative:
The customer stated that the qc was erratic prior to the event. The investigation was unable to confirm if the customer's qc was acceptable prior to running patient samples. The issue was resolved when the customer performed every two-weeks maintenance. Product labeling states "every 2 weeks maintenance of the e 801 module you must perform the following maintenance actions at least every 2 weeks. In this section cleaning procell aspiration pipes of the e 801 module (832) cleaning procell/cleancell supply nozzles and replacing pc/cc cups of the e 801 module (836) cleaning the vortex mixers and separation stations of the e 801 module (840) cleaning the incubator disk of the e 801 module (844) cleaning the microbead mixer of the e 801 module (846) cleaning the rinse stations of the e 801 module (849) cleaning procell aspiration pipes of the e 801 module t the customer did not report any further issues after performing the every two-weeks maintenance of the analyzer.